Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a worn lower sheath restrictor tubing at the location of contact with the differential mixing assembly. The fse replaced the restrictor tubing to resolve the leak and verified repair per established procedures. Failure mode of the leak is attributed to a worn sheath restrictor tubing. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak from a differential mixing chamber which appeared cracked on the coulter lh 780 hematology analyzer. The volume of the leak was undetermined but the leak was not contained within the instrument. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.